Event description:
It was reported that injector luer lock n35c multipack leaked. The following information was provided by the initial reporter: after priming with 515511-zat, cisplatin was prepared and infusion was started in a hospital ward. During infusion, leakage between the injector (515511-zat) and IV route was found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/7/2021. H.6. Investigation: one sample was returned for evaluation. Upon inspection of the product, no damage or other defects were observed that could have contributed to the reported defect. Functional testing was performed to verify sealing, no leakages occurred during testing that was performed. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane. A device history review was performed for suspected lots1910113 and 1911112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the sample evaluation and our quality team's investigation, we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: the customer provided lot #s 2007251c & 2007283c. These do not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector luer lock n35c multipack leaked. The following information was provided by the initial reporter: after priming with 515511-zat, cisplatin was prepared and infusion was started in a hospital ward. During infusion, leakage between the injector (515511-zat) and IV route was found.